Manufacturer narrative:
No RMA has been initiated for this issue. Model 566fa07-7, serial number/date code and age of product are unknown at this time. This is a 56 series recliner-transporter. The patient is a (B)(6). The patients preexisting medical condition states copd, dyspnea with exertion and general weakness. The patients stability and medication regimen are unknown. The patients technique while using the device is unknown. The maintenance history of the device is unknown. The facility stated that the patient reported that she fell out of the chair due to a slick surface. The patient allegedly fell forward onto her hands. This action was not witnesses by a staff member or anyone else. No injury.

Event description:
Customer alleged patient fell out of chair due to the surface being slick. No injury alleged.